Event description:
Healthcare professional (hcp) reports several incidents of blood leaks with the psn 210 dialyzers. Incidents occurred from event date through 3/2001. Blood leaks occurred during the pt's treatments. Hcp stated that the connections between the bloodlines and the venous blood ports of the dialyzers became loose. Staff tightened connections and resumed treatments without further incidents. Minimal blood loss noted. No pt injuries or medical intervention reported per hcp.